Event description:
The linear cutter was used once. A reload was applied. The cutter would not fire after the reload was applied. The device was removed from the field and a new device was used. There was no harm to the patient.